Manufacturer narrative:
Additional device product codes: erl, hbe. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a surgery on (B)(6) 2017, a drill bit broke while drilling a hole and the screwdriver shaft broke during placement of a screw. No surgical delay is reported. The outcome of the patient is reported as good. There was no patient harm and all generated fragments were removed. The procedure was successfully completed. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1) this report is for one (1) 1.0mm drill bit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of photograph provided. The review of the picture can be confirmed regarding the broken devices parts were not returned and no lot number was provided, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.